Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included multigravida, parity 5, vaginal bleeding, abdominal pain, rectal bleeding, vomiting, general body pain, diarrhea, constipation, heartburn, blood in stool, numbness, tingling, memory disturbance, joint pain, muscle pain, confusional state, difficulty sleeping, dysfunctional uterine bleeding and vaginal discharge. Concomitant products included docusate sodium (colace), nsaids and paracetamol (acetaminophen). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue,"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), depression ("psychological or psychiatric problems condition:depression and mental anguish"), anxiety ("psychological or psychiatric problems condition:depression and mental anguish"), rash ("rashes or skin conditions type: skin rashes & itching") and pruritus ("rashes or skin conditions type: skin rashes & itching") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient had essure inserted. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, dilatation and curettage,). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the weight increased, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, migraine, headache, nausea, depression, anxiety, rash and pruritus outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Nausea, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhea, skin rash, anxiety, depression, fatigue,weight gain . Most recent follow-up information incorporated above includes: on 11-jul-2019: pfs and mr received : aka name added, reporter added, patient demographic added, essure insertion date updated, product indication updated. Events added- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, migraines, headaches, nausea, depression and mental anguish, skin rashes & itching, weight gain, device monitoring procedure not performed. Events outcome updated, events onset date, events severity, concomitant drug and medical history added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5, vaginal bleeding, abdominal pain, rectal bleeding, vomiting, general body pain, diarrhea, constipation, heartburn, numbness, tingling, memory disturbance, joint pain, muscle pain, confusional state, difficulty sleeping, dysfunctional uterine bleeding, vaginal discharge and miscarriage. Concurrent conditions included blood in stool, appendicitis, irritable bowel syndrome, diverticulitis, adrenal adenoma, cholelithiasis, ovarian cyst, pancreatic cyst, hemorrhoids and nickel sensitivity. Concomitant products included citalopram, docusate sodium (colace), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), nsaids and paracetamol (acetaminophen). In may 2010, the patient had essure inserted. In june 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue,"), migraine ("migraines/ migraine headache"), headache ("headaches,"), nausea ("nausea,"), depression ("psychological or psychiatric problems condition:depression and mental anguish"), anxiety ("psychological or psychiatric problems condition:depression and mental anguish"), rash ("rashes or skin conditions type: skin rashes & itching") and pruritus ("rashes or skin conditions type: skin rashes & itching") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, dilatation and curettage,). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, hypersensitivity, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection and vaginal discharge had resolved and the migraine, headache, nausea, depression, anxiety, rash, pruritus and cystitis outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Nausea, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhea, skin rash, anxiety, depression, fatigue,weight gain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5, vaginal bleeding, abdominal pain, rectal bleeding, vomiting, general body pain, diarrhea, constipation, heartburn, numbness, tingling, memory disturbance, joint pain, muscle pain, confusional state, difficulty sleeping, dysfunctional uterine bleeding, vaginal discharge and miscarriage. Concurrent conditions included blood in stool, appendicitis, irritable bowel syndrome, diverticulitis, adrenal adenoma, cholelithiasis, ovarian cyst, pancreatic cyst, hemorrhoids and nickel sensitivity. Concomitant products included citalopram, docusate sodium (colace), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), nsaids and paracetamol (acetaminophen). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue,"), migraine ("migraines/ migraine headache"), headache ("headaches,"), nausea ("nausea,"), depression ("psychological or psychiatric problems condition:depression and mental anguish"), anxiety ("psychological or psychiatric problems condition:depression and mental anguish"), rash ("rashes or skin conditions type: skin rashes & itching") and pruritus ("rashes or skin conditions type: skin rashes & itching") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, dilatation and curettage,). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, weight increased, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, hypersensitivity, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection and vaginal discharge had resolved and the migraine, headache, nausea, depression, anxiety, rash, pruritus and cystitis outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Nausea, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhea, skin rash, anxiety, depression, fatigue,weight gain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received- new events allergic reaction, bladder problem, urinary problem, bladder infection, uti, vaginal infection, vaginal discharge were added. Outcome of the events pertaining to pain, bleeding, bladder/urinary problem, allergic reaction, weight gain and fatigue were updated. Event of device monitoring procedure not performed deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.